Event description:
Information was received from the health care provider (hcp) regarding a patient receiving intrathecal therapy. The patient said the pump was not working. The patient was admitted to the hospital. The pump was not alarming. Initially, the patient had no symptoms, but later she had pain and "felt she was not getting enough from the pump." The hcp wanted the pump to be interrogated. The patient was discharged on (B)(6) 2016. There was nothing done or known about the pump while the patient was in the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.